Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The service rep was unable to duplicate the reported error. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the stenoscop system continued to x-ray after the button was released. No pt injury was reported.